Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had been recently hospitalized. It was stated that they had passed out completely three times within a month duration from their heart rate suddenly racing at 330 beats per minute. The heart had stopped and the device provided therapy. On one occasion the device diverted the shock as the patient converted on their own. It is unknown if the patient device caused and/or contributed to their syncopal episodes. Additional information indicates that this product was explanted and returned for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. He device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.